Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during inflation with fluid the balloon ruptured, and it occurred twice while in theatre.

Manufacturer narrative:
The reported event was unconfirmed. Received 12 unopened all-silicone foley catheters. Verified material number 165812 and batch number ngjyx201. Visual inspection noted no obvious observations. All 12 catheters catheter was filled with 10ml of methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) using in house syringe. The concentricity of the balloon was within specification. The balloon was able to passively deflate in under 5 minutes. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during inflation with fluid the balloon ruptured, and it occurred twice while in theatre. Per follow up information received via rcc on 12sep2025, stated that during the procedure, the theatre team used two catheters on the same patient. On both occasions, the balloon burst upon insertion, causing the catheters to fall out. This may have resulted in urethral trauma and a risk of urinary retention.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during inflation with fluid the balloon ruptured, and it occurred twice while in theatre. Per follow up information received via rcc on 12sep2025, stated that during the procedure, the theatre team used two catheters on the same patient. On both occasions, the balloon burst upon insertion, causing the catheters to fall out. This may have resulted in urethral trauma and a risk of urinary retention.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, - visually inspect the product for any imperfections or surface deterioration prior to use. - should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during inflation with fluid the balloon ruptured, and it occurred twice while in theatre per follow up information received via rcc on 12sep2025, stated that during the procedure, the theatre team used two catheters on the same patient. On both occasions, the balloon burst upon insertion, causing the catheters to fall out. This may have resulted in urethral trauma and a risk of urinary retention.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during inflation with fluid the balloon ruptured, and it occurred twice while in theatre. Per follow up information received via rcc on 12sep2025, stated that during the procedure, the theatre team used two catheters on the same patient. On both occasions, the balloon burst upon insertion, causing the catheters to fall out. This may have resulted in urethral trauma and a risk of urinary retention.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during inflation with fluid the balloon ruptured, and it occurred twice while in theatre. Per follow up information received via rcc on 12sep2025, stated that during the procedure, the theatre team used two catheters on the same patient. On both occasions, the balloon burst upon insertion, causing the catheters to fall out. This may have resulted in urethral trauma and a risk of urinary retention.